Event description:
It was reported that the rv lead was explanted due to a lead impedance decrease from 750 ohms to 443 ohms, a threshold increase, and sensing difficulties. At explant it was noted that the lead was kinked and had insulation integrity issues around the suture sleeve. No patient complications were reported as a result of this event.